Event description:
Caller states that the device read 700mg/dl. The result was not found in the device memory when troubleshooting with manufacturer. No action was reportedly taken based on device results. No adverse event reported requested return of suspect device and replacement was sent.